Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a visual inspection of the pump showed there was moisture visible through display lens. A leak test was performed and a crack at the top right corner between display lens and pump seal was found. The pump was opened and moisture was observed throughout the pump casing. Unrelated to complaint, investigation revealed that the audio bolus button was inoperable. There was no physical damage on the audio bolus button cover. The button cover was removed and no defects were found. The bolus button was removed and moisture was found in the bolus button sockets.